Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, rectocele, cystocele, urethral hypermobility, and interstitial cystitis. It was reported that the patient had a concurrent procedure of a posterior repair, cystoscopy and hydrodistention performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, excruciating pain during intercourse, along with chronic urinary and vaginal infections, severe urinary leakage, abdominal inflammation, and painful bowel retention, physical pain and discomfort, depression and inability to maintain an intimate relationship. It was reported that following implant surgery the patient experienced post-surgery discomfort, the pain and suffering became so severe that the patient underwent additional surgery on (B)(6) 2007 and (B)(6) 2010 for evacuation of a posterior repair hematoma and acute pyelonephritis septicemia and had to seek medical attention from a urologist. No additional information was provided. (B)(4).